Manufacturer narrative:
On 07 july 2025, user reported an event where the cgm showed results that are different from glucometer measurements.the user was educated on system lag and the importance on focusing on trends rather than individual values. The case was escalated to next level of support for further review. Based on additional review, variation in bg/sg was confirmed as observed by the user. A sensor replacement was approved in an associated complaint due to a sensor replacement alert that ooccurred on (B)(6) 2025. Upon review of dms, the user has not been using the system since the sensor will be replaced thus this case was closed.

Event description:
On 07 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between the bgm and cgm system. Customer care reviewed general education points with the user, including the lag between bg and sg and the importance of focusing on trends. However, the issue was not resolved through explanation. The case was escalated to next level support. Upon review, next level support confirmed the discrepancies and approved a sensor replacement under a related a08 case (ref. (B)(4)). The system showed no usage since (B)(6) 2025, due to a sensor replacement alert, and the case was closed. B4. Date of this report 04 oct 2025. G3. Date received by the manufacturer? 04 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.